Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the system fan was noisy. The fan was replaced. It could not be confirmed that the programmer would not run for a long time. The programmer was powered-up overnight without any problems. The programmer passed functional testing. The link electronic module (lem) circuit board was replaced and calibrated as a preventive measure. The hard drive was reconfigured and software was reloaded and updated. It was also noted that the wireless label was missing from the bezel so the label was added. (B)(4).

Event description:
It was reported that the fan was noisy and the programmer would not run for a long time. The programmer was returned to the manufacturer for servicing. There was no patient involvement.